Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number. On the photo available in the complaint, we can see that the tip of the catheter is sectionned. Checking the quality database revealed one change control in connection with the described defect opened on september 2013 and closed on january 2014. Since implantation of change control tw (B)(4), it is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. On october 2025, we received sealed samples from the customer. On february 2026, the quality team performed tensile test on folysil tips to check the conformity of tip hold. The tests were done on the 20 folysil catheters ch14 received sealed. For folysil ch14, the technical specification minimum expected for tensile test on catheter part: tip ch12 greater than or equal to 20n. The results are between 29 and 51n with a mean at 42n so the results showed our glueing step was in accordance with our specification. A similar case study was performed based on folysil product defect: tip tore over last four years, 40 similar cases were found.

Event description:
According to the available information when removing the catheter, it was noticed that the tip was missing. During a subsequent cystoscopy to remove the tip from the bladder, it could not be found.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information when removing the catheter, it was noticed that the tip was missing. During a subsequent cystoscopy to remove the tip from the bladder, it could not be found.